Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced abdominal pain, vomiting, difficulty breathing and felt bloated during an unknown process step. The patient was not connected to the homechoice pro device at the time of the events. The patient presented to the clinic and a ¿flush on the catheter¿ was performed. The patient stated that draining relieved the symptoms. The drain volume was unknown. Renal therapy services (rts) reviewed the therapy program and noted the drain setting was not equal to or greater than 70% of the fill volume. The device was operational, and a swap was not necessary. There was no medical intervention associated with this event. No additional information is available.